Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) level of 16 mg/dl. Reportedly, low bg was due to the pump settings needing adjustment. The customer reverted to manual injections for insulin therapy. No additional information was provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.